Event description:
It was reported that during a pre-surgery check for a knee and hip procedure, the handpiece "had very low rotations per minute (rpms)." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery. There was no patient or user harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device, and the complaint that the unit has low power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time., should additional information become available, a supplemental medwatch report will be sent accordingly.